Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stimulation had been dead for six weeks and the healthcare provider (hcp) did not want to replace or remove it. The manufacturer representative checked the implantable neurostimulator (ins) about 6 weeks prior to the report and noted that the ins would die in 5 days. The patient was in a lot of pain. It was also reported that the patient fell down stairs about 6-7 weeks ago and went to the hospital to make sure no bones were broken. Additional information received reported the patient still had concerns with her device or therapy, but was working with the physician or manufacturer representative (rep). The patient did not have an appointment yet with the surgeon but did have a new physician who agreed to put in the new device¿s therapy. It was unknown if there was a 50% or greater symptom reduction. The patient had an increase in pain and was admitted to hospital and had her stimulator evaluated. The cause of the event was not determined and it was unknown if it was device related. The patient recovered without permanent impairment.

Event description:
It was reported that the patient¿s knee went out and she fell down the stairs. X-rays were taken and nothing was reported. The patient¿s spinal cord stimulation (scs) device was evaluated and it appeared that one of the leads was not working. There were high impedances found for contacts 0-7. Additionally it was reported that the implantable neurostimulator (ins) was expected to shut down on (B)(6) 2014 as it was near the duration of the battery life. The patient reported intense pain in her low back since the fall. The patient reported that the scs was still on and working but it didn¿t feel right. The patient¿s legs and toes and feet felt funny. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 377760 lot# n0040594 serial# implanted: 2005-09-01 explanted: product type lead. (B)(4).

Event description:
Additional information received reported the patient¿s implant stopped working for the past 4 months. The patient found out 5 days prior to end of service (eos) when she met with a manufacturer representative (rep). The implantable neurostimulator (ins) had reached normal service life. The physician refused to replace the device. When the patient was without the ins therapy, she was ¿out of her mind in pain.¿ she laid flat on her back, and couldn¿t walk, and her husband was not helping.

Manufacturer narrative:
(B)(4).